Manufacturer narrative:
H10: no product samples, videos, or photographs were returned for investigation. The device history review (DHR) for lot number 4849192 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. The list and lot number of the device was identified as part of a voluntary recall. ICU medical is notifying affected customers via a letter requiring removal of the affected products from the market.

Event description:
The event involved a spinning spiros® closed male luer, red cap that the customer reported during the administration of an unspecified antiblastic therapy, the spiros did not guarantee the closed circuit with the drug spreading in the environment. The leak was identified between the spiros and the luer lock syringe. There was patient involvement, however, no report of harm. This report captures the first of three events.